Manufacturer narrative:
Correction on initial report.

Event description:
An extension set used for tpn administration was found to be leaking at the level of the low sorbing set. The filter appears to be cracked.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection of the set noted a thin crack on the entire length of the top of the luer. The crack also managed to penetrate the rim of the luer. There were no other anomalies. Functional and pressure testing was performed and leaking was observed. Investigational testing showed the cause of the leak to be a crack in the female luer, though the root cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.